Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer¿s complaint was reproduced but no errors were found in the device log. The muffler assembly was found to be contaminated so it was replaced. Device passed testing.